Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a onelink needlefree IV connector had particulate matter inside of the sterile packaging. The customer stated that a "crusty, brown residue" was on the surface of the connector. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. However, a picture of the sample was provided. Photographic inspection of the picture observed brown colored particulate matter in the device. This confirmed the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: the actual device was not returned, however, a picture of the device was received as previously reported. Additional information: the cause of the particulate matter, within the returned photograph, was determined to be a manufacturing issue. After investigation the issue was found to be related to an external supplier. In order to address this condition, a supplier corrective action report (scar) was opened and communicated with the supplier. Should additional relevant information become available, a supplemental report will be submitted.